Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform specific steps involving the tubing and bolus delivery, but the customer could not continue troubleshooting at the time. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.